Manufacturer narrative:
Device is not available for eval. If add'l info is received, it will be reported on a supplemental report. Pr # (B)(4).

Event description:
It was reported that a pt underwent a procedure in which a medpor device was implanted. After the procedure, the pt developed an infection. The sales rep was not present during the case. If add'l info becomes available, it will be filed in a supplemental report.